Manufacturer narrative:
Bci field service engineer (fse) was on site on (B)(4) 2011. The fse discovered the instrument was leaking buffer from the wash buffer reservoir, and installed a new wash buffer reservoir. The fse verified hardware by performing a system check. The results were within the instrument specifications. Hardware was the root cause for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak coming from the bottom of access 2 immunoassay system. The customer cleaned the leak and there was no exposure to the liquid. There was no report of injury.